Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additional information was not provided. Multiple follow-up attempts were performed to obtain additional information, however, customer did not respond.